Event description:
It was reported that during a laparoscopic cholecystectomy surgeon was using endopouch pro46. Surgeon deployed the bag, put the gallbladder in the bag and closed it. When the surgeon was trying to pull the bag out of the port site of the patient, the bag ripped and opened from the bottom and the gallbladder fell out of the bag. The surgeon removed the pro46 from the patient and removed the gallbladder from the patient without a specimen retrieval bag. No consequences to the patient reported.